Event description:
Reporter alleged blood glucose results of 244 mg/dl, 190 mg/dl, 169 mg/dl, and 378 mg/dl obtained on the advantage system within 4 minutes. Reporter stated, customer was feeling no symptoms and no treatment/action was reported. A request was made for the return of the suspect device and replacement product was sent.